Manufacturer narrative:
The returned device was evaluated which included functional testing. Visual inspection revealed that there was a missing spring and latch in the battery compartment as well as a loose screw that caused a rattling sound. The device was turned on using batteries and an led segment on the led digits did not illuminate. During the operational testing the unit provided both audible and visual alarms and passed simulation testing by providing accurate measurements. An internal inspection of the device was conducted and the non illuminating diode on the 7 segment led display did not pass voltage testing. A defective 7 segment display component on the system board caused the led segment to not illuminate. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the 7 segment display is not showing all digits. No consequences or impact to patient were reported.